Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The connector of the product conforms to the product standard, and no abnormality leading to this event was found. The reported issue could not be confirmed. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that during the use of the product, the customer noticed the catheter got detached from the connector. No patient injury was reported.